Event description:
It was reported a patient had an initial right total hip arthroplasty. Subsequently, the patient was revised approximately 4 months later due to pain, difficulty ambulating, and tissue damage. There was nothing wrong with the screws themselves, they were just placed in a position that was causing soft tissue irritation and were, therefore, removed. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted. Additional MDR report was filed for this event, please see associated reports: 0002648920 - 2020 - 00526.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Operative notes were provided and reviewed by a healthcare professional.   The root cause of the reported event can be traced to user error. It was confirmed by the surgeon that the screws were incorrectly positioned during the initial procedure resulting in the reported patient harms. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical devices: item# 00877503601 / item name: bioloxâ® delta, ceramic femoral head, s, ã¸ 36/-3.5, taper 12/14 / lot#3013180. It is unknown if the device will be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 03994, 0001822565 - 2020 - 03995, 0002648920 - 2020 - 00515.

Event description:
It was reported a patient had an initial right total hip arthroplasty. Subsequently, the patient was revised approximately 4 months later due to pain, difficulty ambulating, and tissue damage. Attempts have been made and additional information on the reported event is unavailable at this time.